Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose reading was 596 mg/dl. The customer stated that her pump does not show anything. The customer stated that the screen was blank. The customer stated that when she pressed act, it showed the time and date and she cannot get out of there. The customer programmed the time and date and the pump started working properly. The customer declined to troubleshoot for the pump.